Event description:
The customer requested assistance with an infusion set and reported being recently hospitalized. The customer did not provide any further details of the hospitalization. Blood glucose level was 196 mg/dl at the time of the call. The customer will not return any product.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.